Event description:
On 14-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 386 mg/dl after not announcing a meal. The user, who had undergone hernia and intestinal surgery earlier in the week, later experienced a sensor error followed by a hypoglycemic episode with a lowest blood glucose value of 66 mg/dl and received device alerts for ¿urgent low soon¿ and ¿glucose falling quickly.¿ the user remained on ilet insulin therapy, and no outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.